Manufacturer narrative:
Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 18.7 mmol/l (336.6 mg/dl) while wearing the pod between 24 and 36 hours. As treatment, a new pod was placed. The device was originally reported for insulin leaking during wear.